Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the sixteen of forty-five reports for the reported events from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a health professional that multiple ophthalmic handpieces that did not work as expected and presented with no phacoemulsification (phaco) delivery, loss of phaco, and recognition failure during surgery. It is unknown which specific handpiece experienced each specific reported issue respectively. Additional information has been requested but no further information is available.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The phacoemulsification (phaco) handpiece was received, and a visual assessment of the returned sample revealed no visual nonconformity. The returned phaco handpiece sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the torsional stroke to be slightly higher than the manufacturer specifications per manufacturing test procedure (mtp). Additional testing of the piezoelectric crystals within the handpiece confirmed the crystals have a low dissipation. The handpiece was disassembled, however no identifiable root cause was determined. The reported phaco event was confirmed, however root cause remains inconclusive. A phaco handpiece non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The reported phaco event was confirmed, however, based on the information obtained, the root cause remains inconclusive. As related to the reported event of the handpiece not recognized, there was no functional problem found, therefore the root cause is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).